Event description:
This valve was explanted due to a dislodged leaflet confirmed by tte and tee. The pt presented semi-conscious with mr, low bp, dyspnea at rest, orthopnea and tachypnea after lifting a "heavy" object. Fluoroscopy revealed the dislodged leaflet was in the abdominal aorta. At explant, the intact leaflet moved "freely" and the valve was excised along with the preserved native posterior leaflet. A 29 mm carbomedics valve was implanted. In the ICU, the pt was evaluated for removal of the dislodged leaflet; however, the leaflet was not removed. The pt experienced postop renal failure from which the pt recovered, low-grade fever due to pleural effusion, asthenia, sudden tachnypnea, sinus tachycardia, pallor, low temp, hypotension and acute respiratory failure. Pt expired 22 days post explant due to intra-abdominal hemorrhage.